Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not available for evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process and that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally it was reported it was reported that a cartridge change error occurred. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged from 251-252 mg/dl.